Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. No failure modes were observed on the sensor plug assembly upon visual inspection. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer experienced pain with wear of the adc device. The customer had contact with a healthcare professional and was prescribed tramadol (opioid) for treatment of the pain. There was no report of death or permanent injury associated with this event.